Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator had a touchscreen issue. A calibration was performed on the touchscreen, but the issue was not resolved. The se replaced the touchscreen to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the touch screen flex circuit failed required resistance and resistance ratio testing. The high out of spec resistance results are the reason for the touch screen issue and the reason for the confirmed touch screen accusation. Faulty touch screen confirmed."